Event description:
In 2006, a patient was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. Although the 12 fr gore introducer sheath was unable to pass through the left femoral artery due to patient anatomy, two stents were placed in the right external iliac artery and an 18 fr gore introducer sheath was advanced. Since access to the left femoral artery was unavailable, an unplanned aortouni-iliac procedure was performed. Hypotension developed and an intraoperative angiogram revealed rupture of the right external iliac artery that required further surgical repair. Patient was transferred to the intensive care unit.

Manufacturer narrative:
The devices remain functioning in the patient. A review of the manufacturing paperwork is being conducted. Please note: a gore excluder aaa endoprosthesis aortic extender component was implanted (pxa230300/lot#unk).